Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated because the cgm was reading inaccurate, they experienced a hypoglycemic event in which they had a fit and bit their tongue several times. The patient's wife administered the patient with glucagon and after treatment, the patient's glucose increased. Additionally, the patient stated they did not know what their blood glucose was at the time of event as they were in a fit and was unable to test their blood sugar until after. They indicated that after the event, they calibrated the system and the readings were accurate. At the time of contact, the patient was in stable condition. Increased. At the time of contact, the patient was in stable condition. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.